Event description:
Device issue: none. Adverse event: allergic reaction treated with medications. Onset of adverse event: one week post stent procedure. It was reported that the pt had a promus stent implanted on approximately (B) (6) 2010, and was put on plavix. The pt returned on (B) (6) 2010 with a trunk rash. The physician changed medication. The pt returned again on (B) (6) 2010 and the rash had spread to the limbs. The pt is being treated with benadryl and other medications. The physician does not believe the rash is related to the stent, and feels it is a late reaction to dye used in the procedure. No additional information has been provided. (B) (4)

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Hypersensitivity/allergic reaction is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.